Manufacturer narrative:
At the time of pick-up of a citadel plus bed frame that beyond to the arjo rental fleet, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. The bed frame was in use when it was damaged. No harm was claimed. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with side rail condition. It was mechanically damaged, the side rail panel was detached from the side rail mechanism (the screws holding the panel were ripped off). According to citadel plus instruction for use (831.374) the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. This is in line with the circumstances in which the issue occurred, the customer staff assumed that the damage was caused by the patient who rolled against the side rail during turning. Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. The bed was in use. This complaint is deemed reportable due to the safety side detachment from the bed frame. No injury was claimed.

Event description:
At the time of pick-up of a citadel plus bed frame that beyond to the arjo rental fleet, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. The bed frame was in use when it was damaged. No harm was claimed.